Event description:
On 4/28/1999, the facility's associate administrator contacted the manufacturer's rep and informed her of the following: a problem was encountered with this device. He did not have all the details/info available, but would contact the MFR's rep when it was obtained. The MFR's rep asked if the device in question would be made available to the MFR for analysis. He stated that he didn't know, but would keep the MFR informed. On 5/3/1999, the MFR received a medwatch report that states the following: the catheter portion of the device was severed. The catheter fragment noted on chest x-ray to be in the superior vena cava extending into the right ventricle. The pt was transferred to another facility to have the fragment removed. The facility's report also states that the device was available for eval. On 5/3/1999, the MFR's rep contacted the facility's associate administrator to arrange to have the device returned to the MFR for analysis and was informed that the device would not be returned to the MFR for analysis. The facility's insurer requested that a 3rd party go in and evaluate the device. No further details were provided.